Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during insertion of the 14fr esheath+ during a right-transfemoral tavr, there was some resistance at the access site. The 16fr dilator was used, and the sheath was inspected prior to re-insertion, and there were no issues. There was no resistance when the sheath was reinserted into the patient. The loader was able to be fully inserted into the esheath+. The 26mm sapien 3 ultra resilia and delivery system were inserted, and resistance was met in the partially expandable portion of the sheath. After several attempts the sheath and delivery system were removed as a single unit. Upon removal, a small portion of a prong of the valve was seen sticking through the transitional portion of the sheath. A new sheath, valve, and delivery system were prepared. The valve was deployed successfully and there were no complications.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Post-procedural image of the device was provided, and the following was observed: thv appears stuck within the sheath shaft, and sheath shaft appears to be punctured near the distal strain relief. The sheath puncture was confirmed through imaging evaluation. Available information suggests procedural factors (device manipulation) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway (unable to confirm without patient imagery), it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.